Manufacturer narrative:
Clarification to suspect product: lot number 963/3. Type of investigation code: b15, b17, b20. Investigation conclusions code: d1101. The filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of vascular occlusion is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional (hcp) reported patient was injected with 1.9 ml of juvederm® voluma¿ with lidocaine into both sides of the malar area. Hcp states that the patient "collapsed for several tens of seconds at the end of the procedure with oblivion of the event and loss of consciousness, body laxity, followed by convulsions and involuntary urination - a grand mal epileptic episode?" After the episode and on physical examination, "heart rate 70 beats per minute, steady heart rate, no stenocardial complaints, cardiopulmonary function.'' Symptoms resolved.

Event description:
Additionally, healthcare professional (hcp) reported patient had a one-time episode during the procedure. They underwent a neurological consultation and tests, and everything came back normal.

Manufacturer narrative:
Additional, changed, and/or corrected data.